Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 11.5 cm to 11.6 cm from the connector pin. The abrasion is consistent with that of exposure to friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.